Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized for the event and began treatment with vancomycin, meropenem and ceftazidime for the peritonitis. Six days after the event onset, treatment with vancomycin and meropenem was discontinued and the patient was discharged from the hospital. Sixteen days later, the patient was recovered and treatment with ceftazidime was stopped. Physioneal 40 1.36% clearflex and physioneal 40 2.27% clearflex. Should additional relevant information become available, a supplemental report will be submitted.